Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and severe calcified left anterior descending (lad) artery. After a non-boston scientific stent was implanted, an opticross hd imaging catheter was advanced for intravascular ultrasound examination of the target lesion. The opticross hd became stuck during removal. The image core was cut, and the device was released using a guide extension catheter and a small diameter balloon. The procedure was completed with another of the same device. There was no patient complications reported.